Event description:
It was reported that there was a contraction of the thigh during activation of the resectoscope. No negative impact on state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the working electrode is partially pulled out of the rod. Plug side of the electrode is bent. The described muscle contraction is a known side effect of hf surgery - special if the application creates a light bow (rectifier effect). The electrode itself is not capable of creating such an effect as it consists of passive metal only. The present mechanical damages have been caused by mechanical overload. The nerve stimulation is a residual undesired side effect of hf-surgery and not related to the specific device. Both issues are already addressed in the corresponding IFU. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Additional information is provided in section d9. The event is filed under internal karl storz complaint ID: (B)(4).